Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified while based on the analysis, the alleged low bg issue could not be verified.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl, cause was unknown. Customer consumed carbohydrates to address bg. Additionally, it was reported that a malfunction alarm occurred. Reportedly, customer continued using pump for insulin therapy.